Event description:
It was reported that the patient received inappropriate hv therapy due to noise that was counted as vf. Egm showed noise likely caused by a make-break contact on the lead. When the physician opened the pocket, an insulation anomaly was observed. The pace/sense portion of the lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.